Event description:
A physician reported that a male pt experienced a corneal ulcer while using renu with moistureloc multi-purpose solution. The pt first noticed his symptoms in 10/05 and was initially seen by another practitioner on 10/19/05 who prescribed vigamox, garamycin and vancoforte. The pt was then referred to the reporting physician in 10/2005. An isolate of the corneal ulcer was obtained which was positive for fusarisum. The pt was subsequently prescribed amphotericain b. The pt's outcome included 20/20 vision.